Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3-june-2026, it was reported by a sales representative via (B)(4) that an ar-8850 centerline blade is loose in the sheath and not able to cut, 5 blades were attempted to be used. Noticed during a case with no patient effect.